Event description:
The facility representative reported a colleague infusion pump that is "unable to program". Upon review of service evaluation, it was found that the channel a pumphead module keypad channel select button was inoperative. The event was reported to have occurred in the intensive care unit during programming/set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software (B) (4) which is categorized as unremediated. There is no additional information is available.

Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this report. (B) (4). The pump was received and evaluated by baxter. It was discovered that the channel a select key was inoperable. The channel a pumphead module keypad was replaced.